Event description:
It was reported that the patient passed away due to having a hemorrhagic stroke. The outcome was not considered to be device or therapy related. The pump was said to not be explanted. The device parameters were noted to have been within normal limits at the time of the event. It was later reported that the patient was admitted on (B)(6) 2025 altered mental status and an international normalized ratio (inr) greater than 16. Computed tomography (CT) was performed of the patient's brain and revealed a large volume acute midline cerebellar intraparenchymal hemorrhage with intraventricular extension. There was associated mass effect with downward crowding of the cerebellar tonsils into the foramen magnum. There was also scattered foci of supratentorial subarachnoid hemorrhage and a left paramedian occipital encephalomalacia likely related to sequela of prior posterior cerebral artery territory infarct. A chest/abdominal/ pelvis CT was also performed and had no significant left ventricular assist device (lvad) findings. It was noted that the patient had a syncopal event and fall about a week prior, yet CT performed at the patient's prior hospital visit appeared clear. The patient was also found to have mssa bacteremia and an mssa driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported infection; however, no additional information has been provided by the account. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, infection (local, driveline, and pump pocket), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.